Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to urgent care two weeks ago due to high blood glucose. The patient's blood glucose at the time of incident is unknown. The customer had been vomiting all night. Troubleshooting did not occur for the high blood glucose. The insulin pump was not returned for analysis.